Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection, a part of reload broke off in adapter. There was no patient involvement.